Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple order was not crossing over to multiple station. A technical support specialist (tss) dialed into the carefusion coordination engine. Errors in the message trace indicated that messages could not be inserted into the queue. The structured query language log was checked remotely, and always on availability errors were identified. The cce services were restarted, and messages began crossing successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing over to multiple stations. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.